Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap esophagectomy procedure, towards the end of the procedure an instrument error code was displayed on the generator. The instrument was cleaned and during te cleaning, the instrument tip broke off. There was no pt consequence.